Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. There was no impact to the customer's blood glucose level. The customer was unable to recall the exact date the issue occurred, therefore no troubleshooting was able to performed by tandem technical support. The customer reloaded the existing cartridge and resumed insulin delivery.